Event description:
Baxter clearlink continue-flo solution set with duo-vent spike tubing leaked IV fluid/med out of lowest (distal) valve. Patient was here for reclast 5 mg IV once yearly infusion for osteoporosis. When nurse went to hang saline flush at end of infusion, blood was backing up into tubing and leaking out lowest valve. Nurse noted that patient clothing was also wet with clear fluid from infusion. Not able to know amount of drug that did not infuse or amount that had leaked out on to patient¿s clothing. The patient was wearing a camisole and that shirt was dry. No skin irritation noted. Spoke with the pharmacist who stated drug was at low risk. Instructed to change clothes when she got home and check for skin irritation. Spoke to patient 20min after and patient stated she was fine. " I stopped to do an errand."